Event description:
Customer reported a battery charging issue where the pump sometimes would not charge using tandem mobi charging supplies. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting. No additional information was available.